Event description:
Overdelivery reported. The pump was set to infuse a 50ml bolus dose of heparin from a 25,000u/250ml container. Infusion rate was set for 999ml/hr and volume to be infused was set at 50ml. A nurse reports that when she returned to check on i.v., it had not alarmed for dose completion and the entire bag was empty. Pt had no evidence of any adverse effects. Protamine 50 mg/50ml ns was given over 15 minutes prophylactically. No adverse sequelae were reported.